Event description:
A report was received that the patient will undergo a pocket revision with an unknown reason.

Event description:
A report was received that the patient will undergo a pocket revision with an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for pocket revision was due to pocket discomfort. No further course of action will be taken.